Event description:
The customer reports that the spring wire guide was kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing a spring wire guide (swg) within its advancer tubing for evaluation. There was evidence of use in the form of biological material on the swg. Visual examination of the returned swg confirmed the kink in the guide wire body. During normal assembly, the kink in the coil of the guide would have been located inside the wire guide cap, protecting it from damage. No damage was noted on the tube assembly. The distal j-bend was misshaped. Both welds appeared spherical and fully formed. The kink in the returned swg was located at 560 mm from the proximal end. The overall length of the guide wire measured 602 mm which is within specifications of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.795 mm, which is within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The undamaged portions of the returned wire guide passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body but was noted to have signs of use present. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that kinked would have been located inside the wire guide cap, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.